Event description:
It was reported that this insertable cardiac monitor (icm) device stored a true pause episode. The pause episode was not transmitted to the clinic as expected. The pause episode was delayed and only transmitted four days after the event. Boston scientific technical services (ts) reviewed and found there was not a connection issue in the interim. The device remains in-service. No adverse patient effects were reported. Device has since been returned to boston scientific. The icm device was implanted for less than three months. Additional information has been requested but not provided. Due diligence has been completed.

Event description:
It was reported that this insertable cardiac monitor (icm) device stored a true pause episode. The pause episode was not transmitted to the clinic as expected. The pause episode was delayed and only transmitted four days after the event. Boston scientific technical services (ts) reviewed and found there was not a connection issue in the interim. The device remains in-service. No adverse patient effects were reported. Device has since been returned and analysis performed. The icm device was implanted for less than three months. Additional information has been requested but not provided. Due diligence has been completed.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.